Event description:
It was reported that a tear was discovered during surgery in the black hose of the hand piece device. The reporter was unable to determine the event date. It was unknown to the reporter if a spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received and evaluated. Reliability engineering completed an evaluation of the device and evidence indicates this occurrence is due to usage wear over time. During testing the customer's reported condition was duplicated. As a result, the event was confirmed. If additional information is received, a supplemental report will be sent accordingly.